Event description:
A 3.5 mm diameter x 9 mm length endeavor drug-eluting coronary stent was implanted in a patient for the treatment of an unknown lesion approximately 37 months ago. The patient had been on anti-platelet therapy. It was reported that approximately 15 months ago, the patient presented with blood in the stool and was admitted to the emergency department, where units of blood were administered. The gastrointestinal bleeding resolved, and the patient was discharged 3 days after the event. As per the investigator, the bleeding was reported to be not related to the device, drug, or the procedure.

Manufacturer narrative:
Intervention required. Evaluation codes, results: other - lack of information. Conclusion: other - lack of information.